Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm the issue. The uut (unit under test) was found to operate to specifications with no issues or faults. The unit has undergone tests and calibrations and passed on all counts. The unit will be forwarded to factory service, replaced hybrid board as a precautionary measure. Replaced material as required. Rework to current configuration, recalibrate, and retest per specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator had a 'low battery' alert went off even though the device was connected to the docking station and the docking station was plugged in. On the docking station, no led indicators were lit. The device shut down after approximately 5-10 minutes.the reported issue happened during patient use and artificial respiration via bag-mask was performed until a new vent was brought to swap out. This time, the customer has not provided any information regarding patient harm or injury associated with the reported event.